Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the insulin gauge was inaccurate and the battery was depleting quickly. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.